Event description:
It was reported that stent partial deployment and stent stretching occurred. A 6x150, 130 cm eluvia self-expanding stent was selected for a leg angiogram for peripheral artery disease via contralateral approach. The target lesion was in a non-tortuous and mildly calcified distal superficial femoral artery. During deployment, the stent deployed approximately 2 to 3 cm, and then deployment stopped. The wheel and pull handle were attempted but would not work. The stent was withdrawn partially deployed, causing it to stretch. The procedure was completed with another of the same device. There were no patient complications as a result of this event.